Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. D31450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, elective abortion (under general anesthesia) and ex-tobacco user (30 pack-years). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("pollakiuria"), vaginal discharge ("leucorrhoea (non-malodorous)"), dysmenorrhoea ("dysmenorrhoea"), asthenia ("asthenia"), tendonitis ("tendinitis"), gastrointestinal disorder ("gastrointestinal disorders"), arthropathy ("joint problems") and hypersensitivity ("appearance of allergic plane") and was found to have weight decreased ("loss of 9 kg in 4 years"). The patient was treated with surgery (removal of essure with bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pollakiuria, vaginal discharge, dysmenorrhoea, asthenia, tendonitis, weight decreased, gastrointestinal disorder, arthropathy and hypersensitivity outcome was unknown. The reporter provided no causality assessment for arthropathy, asthenia, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, pollakiuria, tendonitis, vaginal discharge and weight decreased with essure. The reporter commented: the patient requested the removal of the essure device with bilateral salpingectomy and total hysterectomy. The devices had not been retained for expert evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. D31450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, elective abortion (under general anesthesia) and ex-tobacco user (30 pack-years). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("pollakiuria"), vaginal discharge ("leucorrhoea (non-malodorous)"), dysmenorrhoea ("dysmenorrhoea"), asthenia ("asthenia"), tendonitis ("tendinitis"), gastrointestinal disorder ("gastrointestinal disorders"), arthropathy ("joint problems") and hypersensitivity ("appearance of allergic plane") and was found to have weight decreased ("loss of 9 kg in 4 years"). The patient was treated with surgery (removal of essure with bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6)2020. At the time of the report, the menorrhagia, pollakiuria, vaginal discharge, dysmenorrhoea, asthenia, tendonitis, weight decreased, gastrointestinal disorder, arthropathy and hypersensitivity outcome was unknown. The reporter provided no causality assessment for arthropathy, asthenia, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, pollakiuria, tendonitis, vaginal discharge and weight decreased with essure. The reporter commented: the patient requested the removal of the essure device with bilateral salpingectomy and total hysterectomy. The devices had not been retained for expert evaluation. Amendment: the report was amended for the following reason: regulatory authority reporter was deleted, hospital reference corrected. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. D31450) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mammoplasty, elective abortion (under general anesthesia), ex-tobacco user (30 pack-years), wisdom teeth removal, appendectomy, hyperhidrosis, left ventricular dysfunction, tremor and vaginal delivery (2001, 2007). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("pollakiuria"), vaginal discharge ("leucorrhoea (non-malodorous)"), dysmenorrhoea ("dysmenorrhoea"), asthenia ("asthenia"), tendonitis ("tendinitis"), gastrointestinal disorder ("gastrointestinal disorders"), arthropathy ("joint problems") and hypersensitivity ("appearance of allergic plane") and was found to have weight decreased ("loss of 9 kg in 4 years"). The patient was treated with surgery (removal of essure with bilateral salpingectomy and total hysterectomy on (B)(6)2020. At the time of the report, the menorrhagia, pollakiuria, vaginal discharge, dysmenorrhoea, asthenia, tendonitis, weight decreased, gastrointestinal disorder, arthropathy and hypersensitivity outcome was unknown. The reporter provided no causality assessment for arthropathy, asthenia, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, pollakiuria, tendonitis, vaginal discharge and weight decreased with essure. The reporter commented: the removal of the essure device was performed for medical reasons (medically necessary). The devices had not been retained for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: questionnaire was received and the following information was provided: patient's height and weight added; medical history updated. The removal of the essure device was performed for medical reasons (medically necessary). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 20-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. D31450) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, elective abortion (under general anesthesia) and ex-tobacco user (smoking at 30 pack-years.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pollakiuria ("pollakiuria"), vaginal discharge ("leucorrhoea (non-malodorous)") and dysmenorrhoea ("dysmenorrhoea"). On an unknown date, the patient experienced asthenia ("asthenia"), tendonitis ("tendinitis"), gastrointestinal disorder ("gastrointestinal disorders"), arthropathy ("joint problems") and hypersensitivity ("appearance of allergic plane") and was found to have weight decreased ("loss of 9 kg in 4 years"). The patient was treated with surgery (removal of essure with bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pollakiuria, vaginal discharge, dysmenorrhoea, asthenia, tendonitis, weight decreased, gastrointestinal disorder, arthropathy and hypersensitivity outcome was unknown. The reporter provided no causality assessment for arthropathy, asthenia, dysmenorrhoea, gastrointestinal disorder, hypersensitivity, menorrhagia, pollakiuria, tendonitis, vaginal discharge and weight decreased with essure. The reporter commented: the patient requested the removal of the essure device with bilateral salpingectomy and total hysterectomy. Essure was removed on (B)(6) 2020. The devices had not been retained for expert evaluation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.